Event description:
The pt called lifescan alleging the one touch ultra meter would not power on. The pt had not used this meter for 2 months due to the power issue. The pt had been using family member's meter and described an incident of a visit to the emergency room and being treated for hyperglycemia related to the family member's unk meter. There is no info related to the time at which the one touch ultra would not power on. The customer care rep performed troubleshooting on the one touch ultra meter and the meter would not turn on. The meter was replaced.